Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the supervisor function of the software responds to various conditions with a shut-down of automatic ventilation to protect the patient from potentially hazardous output, and not all of these conditions are related to component malfunctions. For example, a fast transient rise in air pressure may lead to abortion of automatic ventilation. Such situation can occur when pressure is being applied to the patient's chest in a moment when the piston ventilator attempts to apply a breathing hub. It was reported that automatic ventilation stopped after a repositioning of the patient - it cannot be fully excluded that a malfunction has suddenly occurred in this moment but it is considered rather unlikely; a causal connection to the repositioning would be more plausible. Drawing a reliable conclusion is not possible for dräger without having the possibility to examine the device. Although the exact nature of the triggering condition remains unknown, a safety shutdown of automatic ventilation was most likely an adequate device response in this situation; the user was alerted to this condition by means of a corresponding alarm. The device design allows patient support in manual ventilation via the built-in breathing bag then. Finally, it is impossible to draw a reliable conclusion in regard to the root cause just from the written description. It is thus recommended to have the device checked by trained service personnel.

Event description:
Dräger received an ufr in which it was stated that the anesthesia workstation passed the pre-use check without deviation and that the initial part of the surgery went uneventful but that automatic ventilation did not work anymore after repositioning the patient. Patient support was reportedly bridged with an ambu bag until a replacement device was made available. It was explicitly stated that the event did not lead to consequences for the patient.